Manufacturer narrative:
This is default text configured for block h10.

Event description:
The neck part of the needle was broken when about to use/small (neck) part at the top of the medication section of the syringe broke where the medication section connects to the needle [device breakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device breakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from patient via telephone call concerning the above-mentioned events experienced by the patient while on amneal's medroxyprogesterone acetate. Additional follow up (#1) information was received on (B)(6) 2026 from the patient. Additional information included event verbatim and narrative updated. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml (lot number: 250132, expiry date: apr-2027, serial number: (B)(6) and ndc: 70121-1480-1) (dose, frequency, route of administration and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2026, the patient received the sealed medication box from her pharmacy and on an unknown date of 2026 while about to use she observed that the neck part of the needle was broken, small (neck) part at the top of the medication section of the syringe broke where the medication section connects to the needle. Further she requested for the replacement. Last action taken with medroxyprogesterone acetate to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device breakage and no adverse event was unknown. The reporter did not provide causality of events device breakage and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10

Event description:
The neck part of the needle was broken when about to use/small (neck) part at the top of the medication section of the syringe broke where the medication section connects to the needle [device breakage] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of device breakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from patient via telephone call concerning the above-mentioned events experienced by the patient while on amneal's medroxyprogesterone acetate. Additional follow up (#1) information was received on (B)(6) 2026 from the patient. Additional information included event verbatim and narrative updated. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml (lot number: 250132, expiry date: apr-2027, serial number: (B)(6) and ndc: (B)(4)(dose, frequency, route of administration and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On 19-feb-2026, the patient received the sealed medication box from her pharmacy and on an unknown date of 2026 while about to use she observed that the neck part of the needle was broken, small (neck) part at the top of the medication section of the syringe broke where the medication section connects to the needle. Further she requested for the replacement. Last action taken with medroxyprogesterone acetate to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device breakage and no adverse event was unknown. The reporter did not provide causality of events device breakage and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information received on 14-apr-2026. New information received includes qa investigation report, attached with this case. The complaint sample was received at farmalan on (B)(6) 2026, and a picture of the claimed unit was later received on 07-apr-2025, although no further information was provided. During the complaint sample evaluation, it was observed that the tip of the syringe was broken and that the syringe was empty. It was also noted that the needle supplied with the prefilled syringe had already been opened and showed traces of medroxyprogesterone, indicating that it had been attached to the syringe. This is consistent with the complainant's statement that the issue was detected. While about to use the syringe based on the condition of the returned unit, it cannot be ruled out that the breakage occurred during handling or manipulation of the syringe. No further relevant information could be obtained from either the returned sample or the customer picture. As part of the investigation report, retention samples of finished product batch 250132 and reference samples of bulk batch 25a78a, as well as reference samples of syringe batch fa23000441, were visually inspected by qualified qa personnel and found compliant, with no similar defects observed. The manufacturing documentation was reviewed, confirming that the syringes used had been sampled, tested and released in compliance with specification c/574742/ma, and that no manipulation of the syringe tip-cap is performed at farmalan, as this component is received preassembled from the supplier. The aseptic filling process were reviewed and found compliant including environmental conditions, equipment status, operator qualification and in-process controls performed according to pro044, such as closure integrity, dose control, visible particles, stopper height/oxygen control and ccit. The manual visual inspection had compliant rejection rates and conforming aql verification. The secondary packaging process were performed with all ipcs found compliant. In addition, release testing performed according to (B)(4), including container content and break/loose and average gliding force, as well as available stability data, fa apr-25.004.01 and complaint trends, were reviewed with no issue related to the reported defect identified. Based on the available information, no root cause attributable to the manufacturing process performed at farmalan was identified. The investigation confirmed that batch 250132 (bulk batch 25a78) was manufactured, inspected and released in accordance with approved procedures and specifications, with no related deviations or anomalies. Considering the condition of the returned sample, the reported event is more likely to have occurred during handling or use of the unit rather than during manufacture; therefore, batch 250132 remains conforming, and no impact on the quality, efficacy or safety of the released units was identified. Last action taken with medroxyprogesterone acetate to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide causality of events device breakage and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.